Event description:
A customer observed a falsely elevated vitros tsh result for a patient sample tested on a vitros eciq analyzer. The result was reported. The patient's physician questioned the result and upon repeat, the result was within normal or expected range. There was no allegation of patient harm or changes in treatment based on the initial result. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event concludes that sample tube processing was taking place outside of the sample tube manufactures recommendations, which may have contributed to the event. The root cause of this event is most likely user error. There was no allegation of patient harm, as a result of this event.